Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 01/20/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/03/2017 with the following findings: a review of the black box showed occlusion alarms with a high force. The rewind, load, and prime steps were performed successfully with no alarms. The force calibration testing failed. The force sensor was removed and tested resistance value within specifications. The pump was exercised for 24 hours and no alarms occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.